Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swollen lymph nodes.

Event description:
Patient reported "persistent pain and skin burning for two years, swollen lymph nodes, swelling and hardness in one side, a tightness and heaviness in my chest, and a sharp shooting pain around my implants." Patient indicated they are concerned about the product. Patient also reported "bilateral pain and doctor has advised to see someone regarding symptoms related to autoimmune diseases." This event are not device. Affected side was right. Device remains implanted.